Event description:
The patient contacted animas on (B)(6) 2012 alleging over the past two days, he experienced elevated blood glucose (bg) of 300-400 mg/dl with no signs or symptoms of hyperglycemia. The patient stated he noticed moisture in the cartridge compartment and the strong odor of insulin. The patient reported that after this discovery, he changed the cartridge and gave a correction via the pump, but did not check his bg afterward. The patient denied insulin leakage at the site/set. The last recorded bg was 295 mg/dl without symptoms. The lot number and expiration date of the subject cartridge was unavailable to the patient at the time of the call to animas. The patient stated that he discarded the subject cartridge so it is not available to return for investigation. This complaint is being reported because the allegation of insulin leaking from the cartridge into the cartridge compartment remained unresolved.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.